Event description:
As reported, the tip of the 4f ver 135° tempo vertebral catheter hub was chipped off. It was only noticed after the catheter was removed. It had no impact on the procedure. There was no reported injury to the patient. The devices are stored hanging in cupboards within the operating theatre and treatment room. They may remain in these areas overnight or during room cleaning or turnover. The devices are not exposed to light during storage and are kept in dark cabinets. The devices are not reprocessed or re-sterilized and are discarded after single use. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of the 4f ver 135° tempo vertebral catheter is split. It was only noticed after the catheter was removed. It had no impact on the procedure. There was no reported injury to the patient. The devices are stored hanging in cupboards within the operating theatre and treatment room. They may remain in these areas overnight or during room cleaning or turnover. The devices are not exposed to light during storage and are kept in dark cabinets. The devices are not reprocessed or re-sterilized and are discarded after single use. The device will be returned for evaluation.